Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter address 1: (B)(6).  The event described occurred on an ce-ivd instrument, but it is considered to be substantially similar to the legally u.s. Marketed ivd version of the instrument. The ivd instrument¿s 510k has been reported. Initial reporter phone number : (B)(6).

Event description:
It was reported that while using bd facslyric¿ the customer acquired erroneous results. The following information was provided by the initial reporter: drm llab panel with compensation performance failure. Are there erroneous results on patient samples from diagnostic test ?yes . Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Event description:
It was reported that while using bd facslyric¿ the customer acquired erroneous results. The following information was provided by the initial reporter: drm llab panel with compensation performance failure. Are there erroneous results on patient samples from diagnostic test? Yes. Was there any delay of treatment due to the issue? No. If patient samples were redrawn, was there any change or delay of treatment? No. Was there any physical harm/injury to the patient due to the issue? No.

Manufacturer narrative:
H.6 investigation summary: scope of issue: the scope of issue is only limited to facslyric 3l10c instrument, part # 659180, and serial # (B)(6). Problem statement: customer reported a complaint regarding compensation performance failure on 15dec2022. This poses the risk of producing erroneous results that might impact patient diagnosis and treatment. The issue was resolved and the instrument was found to be functioning as expected, and neither the customer nor any patients were harmed due to this issue. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 20dec2021 to 20dec2022. Device history record (DHR) review: DHR part #659180, serial # (B)(6), file # 659180-659180-r659180000351-106016097-18, was reviewed. The instrument met all the manufacturing specifications prior to release. Complaint history review : there are 28 complaints related to the as reported code 1 of event rate issue. Date range from 20dec2021 to 20dec2022. Returned sample analysis: a return sample was not requested because no parts were replaced. Service history review: review of related work order #: n/a, case # (B)(4). Install date: 06jan2020. Defective part number: n/a. Case comments: (12/20/2022 5:34 am) uncompensated drm llab panel. (1/23/2023 6:04 pm) client redone the compensation as instructed by the advisory team. Per trackwise- additional information from technical specialist: on 12/15/22, the customer requested guidance from the technical specialist to carry out equipment compensation due to the observation of equipment variation trends. The technical specialist was out of the office and only returned on 12/20/22, when she opened the case. The expert informed that the case was not an issue product, as the compensation procedure is a preventive adjustment that must be carried out by the customer periodically and the equipment does not present performance failures. The case was opened as "evaluation" for issue product on 12/20/22 due to the term "decompensated" used in the case description. Risk analysis: risk management file part # 10000063058ra, rev. 08/vers. Ab, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? Azure ID: (B)(4). ID: libivd-ra-393 3.1.117. Hazard: potential incorrect data.. Cause: expired fc beads. Inaccurate sov. Over or under compensation. Harmful effects: incorrect result. Residual probability: 1. Residual severity: 3. Residual risk index: 3. Potential causes: based on the investigation results, the potential cause for the compensation performance failure is not known. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the potential cause for the compensation performance failure is not known. The customer reported a complaint regarding compensation performance failures. Per the technical specialist, the customer requested guidance to carry out equipment compensation due to the observation of equipment variation trends. The compensation procedure is a preventive adjustment that must be carried out by the customer periodically and the equipment does not present performance failures. In order to resolve the issue, the advisory team instructed the client to redo the compensation. After the works performed, compensation issue was resolved. The instrument is functioning as intended. No parts were requested for evaluation as there was no parts replaced. Although the instrument was used for diagnostic testing, the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Neither the customer nor any patients were harmed due to this issue. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 01/vers. A, page 165. Conclusion: based on the investigation results, the complaint was confirmed and the potential cause for the compensation performance failure is not known. In order to resolve the issue, the advisory team instructed the client to redo the compensation. After the works performed, compensation issue was resolved. The instrument is functioning as intended. Based on the investigation results a CAPA is not required because the issue was resolved and there was no impact to customer and patient health or safety. Supporting document: n/a.